Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had two hospitalization events. The customer's mother stated they were hospitalized for low blood glucose and high blood glucose during these two events. Customer's mother did not want to go into further details about the hospitalizations. The mother also reported the customer had experienced low blood glucose that caused seizures and made the customer pass out. It was also found the customer had inaccurate readings with their sensors. Customer's blood glucose was unknown. No additional information provided.